Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain on left side. A surgical procedure was performed to remove and replaced the ipp. No additional patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).